Event description:
Philips received a complaint by the customer on the v60 indicating that a primary alarm failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a primary alarm failure occurred. The customer informed the remote service engineer (rse) the primary alarm failure message alarmed on the screen. It was also confirmed that the error code for the primary alarm failure occurred in the event log. The customer requested the part number to correct the issue. The rse provided the customer with the part number of the speaker assembly to order and replace. The customer replaced both speakers to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.